Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. The consumer thought the cause of the peritonitis was due to using a cheaper hand sanitizer. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f09054, h11f28047, h11h02022 and h11h18044 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.